Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
A consumer reported that following a bilateral glaucoma filtration device and intraocular lens (iol) implant procedure, her iop initially decreased, but approximately two months postop, her iop increased and her vision was blurry at near and distance. Medication was prescribed to lower her iop and glasses were prescribed for her vision. One month later her iop was still the same and her physician changed her medication. Her physician referred her to another surgeon and was told the glaucoma filtration devices could not be removed because they were firmly implanted and would damage her eye. A trabeculectomy was performed in one eye and one month later was reported to be healing properly. One month later she had sutures removed from her eye. She noticed a vertical line in her vision and was told it was a wrinkle that could sometimes happen after cataract surgery and could be corrected with a laser procedure. She reported her vision is distorted and does not feel comfortable driving, especially at night. A laser procedure was performed reported and her vision is better. There are multiple reports for this event. This report is for the right eye.

Event description:
Additional information was received from the physician indicating the patient experienced a myopic shift in refraction.

Manufacturer narrative:
Additional information provided in a.2., b.5., b.6., b.7., d.11. Corrected information provided in h.10. Correction: b.2 was incorrectly reported as a malfunction on the initial MDR. There has been no reported malfunction. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
The device was not returned for evaluation. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because sufficient clinical data was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on the information received to date, the manufacturer has no basis to believe that the reported device has caused injury to the reporting party. Therefore, the reported event could not be verified. The exact root cause for this complaint is unknown. Therefore, specific action with regards to this complaint cannot be taken. All lots are 100% visually inspected and every lot is verified, that all required tests have been performed and all acceptance criteria were met. Complaints are reviewed, and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).